Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the device became stuck inside of the guide catheter. The 80% stenosed target lesion was located in the moderately tortuous, non-calcified left circumflex artery (lcx). The lesion was predilated and then a 3.50x24mm taxus liberte stent was deployed in the lesion. When the physician attempted to remove the stent delivery system (sds) it became stuck inside of the unspecified 6f guide catheter. The physician was able to remove everything as a system and the procedure was completed. No patient complications were reported. However, returned product analysis revealed stent damage and stent movement on the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent moved distally on the balloon so that the proximal edge of the stent was approximately 3mm distal to the distal edge of the proximal markerband. A visual and microscopic examination also identified proximal stent damage. Stent struts on proximal rows 1 to 3 were raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. A visual and microscopic examination identified the midshaft was kinked throughout the entire length, and was also stretched to 264mm. A visual and microscopic examination also identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the device. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).